Event description:
An elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A sample was later re-run on an alternate instrument system and a negative result was obtained. An nitro drip was administered to the patient. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or the treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.